Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Bg was addressed via correction bolus.